Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose. Customer's blood glucose was over 600 mg/dl. Customer mentioned one of the infusion sets was kinked. During troubleshooting, device alarmed no delivery alarm during the high pressure test. Customer mentioned there were still drops coming out. After troubleshooting, customer was advised to monitor the issues. Customer will not be returning the device for analysis.